Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while the patient went shopping, the patient blacked out and received paramedic assistance with hypoglycemia. The patient's blood glucose levels declined to 29 mg/dl while wearing the pod. The patient was not wearing a continuous glucose monitoring (cgm) sensor and did not eat anything at the time of the reported event. The patient was treated with 3 intravenous bags of glucose. The patient was discharged on the same day. The pod is no longer in possession of the patient.